Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: size issue. It was reported that during the surgery, the device is too thick and cannot be normally implanted into the patient (as the attached photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the locking mechanism tab of the attune ps fb insrt sz 5 6mm was slightly deformed. Additionally the implant shows signs of placement attempts with it is mating implant as one of the locking slot was heavily damaged. Functionality issues of the device cannot be assessed through a photo investigation. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. As per attune¿ revision knee system fixed bearing surgical technique rev. D, on page 213, the next steps need to be follow for a proper implantation of the attune ps/cr insert with the revision fixed bearing tibial base: "angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position the impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor". A manufacturing record evaluation was performed for the finished device product description: attune ps fb insrt sz 5 6mm product code: 151640506 lot number: m61g89 and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 5 6mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: attune ps fb insrt sz 5 6mm product code: 151640506 lot number: m61g89 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: attune ps fb insrt sz 5 6mm product code: 151640506 lot number: m61g89 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the total knee replacement surgery, it was found that the device is too thick and cannot be normally implanted into the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.